Event description:
Customer complained of discrepant inr results between coaguchek xs (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, the customer tested the patient by fingerstick on the meter and the result was 5.9 inr. The patient had a lab test within 15 minutes and the result was 4.0 inr. The patient's warfarin dose was held for one night based on the meter result and then resumed on (B)(6) 2018 based on the lab result. On (B)(6) 2018, the customer tested the patient by fingerstick on the meter and the result was 4.9 inr. The patient had an immediate lab test and the result was 3.7 inr. The patient's warfarin was adjusted based on the lab result. The patient has a therapeutic range of 2.5-3.5 inr. Patient has no antiphospholipid antibodies, no direct thrombin inhibitors and no symptoms of a high inr. The patient has had their dosage of prednisone increased from 10mg to 30mg for treatment of a lung issue. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.